Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024. Patient went to emergency room only. Duration of emergency room was 6 hours. Blood glucose at the time of event was 432 mg/dl. The cause of high blood glucose was bent cannula. The customer was found positive for ketones. The patient was treated with IV and fluids of saline and insulin. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2024-21072), was submitted on 15-aug-2024. Based on the recieved additional information the lot number does not correspond to this complaint, therefore now captured as unknown. Additional information - this MDR is being submitted to include the below: d4: lot number. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.